Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or any fresenius product. Additionally it is unknown when or where the patient developed the peritonitis. Nor is there any allegation of any fresenius product malfunction. Should additional new information be made available this clinical investigation will be reevaluated. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient¿s contact called in regarding drain complications while in drain 1. The treatment was cancelled. It was reported that the patient had cloudy effluent and was taking antibiotics and heparin to prevent fibrin. During follow up the pd nurse reported the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown and the patient was not hospitalized for the event. The patient experienced abdominal pain as a result of the peritonitis. The patient was treated with unspecified antibiotics (route and dose not reported) for two weeks with no improvement. Peritoneal dialysis therapy was discontinued and the patient transitioned to in-center hemodialysis therapy. At the time of this report, the patient was recovering from the event.